Event description:
The physician performed an interventional arteriotomy closure with the closer tsl6 fr device after a coronary arteriography. The patient developed an infection and thrombosis of the femoral artery and the leg had to be amputated. This is all the information that has been made available to perclose regarding this event.